Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the connection with the reservoir compartment of the insulin pump was damaged and reservoir compartment was no more waterproof. The customer's blood glucose level was 7.4 mmol/l. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Device was received with missing display window cover and minor scratched lcd window. No crack on reservoir compartment noted.